Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure because loss of fluid due to sheared cylinder layers. Original implant was done in (B)(6) 2017 at iunh by dr. (B)(6). All the components were removed and replaced with a new ipp. No information about the patient's outcome was provided.

Manufacturer narrative:
Device analysis: an allegation of fluid loss was reported. The ms pump and ipp cylinders were visually inspected. The kink resistant tubing (krt) was worn to the filament, but no leaks were identified. The pump was unable to be functionally tested as contamination was present. Leaks were identified in both cylinders near the proximal end of the cylinder body attributed to input tube wear with avulsion of the outer tube. Broken fabric threads were present and neither cylinder had an input tube sleeve present. Product analysis confirmed the reported fluid leak allegation. Visual and functional testing of the ams 700 momentary squeeze (ms) pump and ipp cylinders confirmed the reported event of fluid loss. Leaks were identified in both cylinders near the proximal end of the cylinder body attributed to input tube wear with avulsion of the outer tube, with broken fabric threads present. Product analysis confirmed fluid loss as the most probable cause, as the identified cylinder leaks could lead to the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event an investigation conclusion code of cause traced to component failure was chosen, because the reported events could be traced to fluid loss through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure because loss of fluid due to sheared cylinder layers. Original implant was done in (B)(6) 2017 at (B)(6) by dr. (B)(6). All the components were removed and replaced with a new ipp. No information about the patient's outcome was provided.